Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the shaft of the foley catheter soon after injecting water. Per follow up received via 11sep2020, no patient injury reported.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual inspection noted one two-way silicone foley catheter was received with the inlet tubing connected. Visual evaluation noted a slit measuring 0.0930" over the inflation lumen and drainage lumen located 0.4380" from the bifurcation on the catheter. This fails to meet specifications as shaft shall be free of kinks, cuts, tears, and irregular surfaces. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this could be inserts with edges (the operator hits the tube against the bottom insert when removing the piece from mold). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked from the shaft of the foley catheter soon after injecting water. Per follow up received via (B)(6)2020, no patient injury reported.